Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient experienced a dislocation. A MRI scan shows cobalt leaking, corossion and a tumor growing around the implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 00801803602, cocr femoral head, 61357236. The 00784802401, modular kinectiv neck, 60921924. The 00630505036, xlpe liner, 61379632. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00540, 0001822565-2017-06204, 0002648920-2017-00541.

Event description:
It was reported that the patient has experienced dislocation, and MRI showed cobalt leaking, corrosion, and tumor growing around implant. Patient also believes that her implant is part of a recall. A revision surgery has been scheduled. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.